Event description:
New information received reported that in (B)(6) 2018, the patient presented to the hospital and was admitted for developing staphylococcus aureus infection. Transesophageal echocardiography (tee) revealed a small vegetation on the aortic valve and the patient was placed on antibiotic therapy. Then, in (B)(6) 2018 the patient was hospitalized after developing diskitis and a paraspinous abscess. The patient felt tenderness and there was swelling and pinkness at the pacemaker site. Antibiotic treatment was administered and tee confirmed valve vegetation. Blood cultures were positive for staphylococcus aureus. The patient was inpatient as of (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The pacemaker, right atrial and right ventricular leads were explanted successfully on (B)(6) 2018. No further information was available.